Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) 20mg/ml for a total dose of minimum rate via an implantable pump for failed back surgery syndrome and spinal pain. It was reported an alarm was heard and confirmed by telemetry. It was noted that a critical alarm was occurring for low battery reset and pump in safe state. Troubleshooting already performed included the pump logs were checked. It was reviewed to consider the following: consider replacing the pump, managing the patient by other means (oral medication), and consider minimum rate mode. The manufacturer representative (rep) was to follow up with healthcare professional (hcp) to review recommendations. The patient experienced withdrawal, and was noted as a sudden change in therapy/symptoms. Prior to safe state the patient was receiving 6.984mg/day of dilaudid (hydromorphone). Event date for the low battery reset, pump in safe state, and withdrawal was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on 2017-jul-27 reported the cause of the low battery reset was due to a pump stall. It was noted that the low battery reset had been resolved. The patient's weight at time of event was (B)(6) pounds. It was noted that a manufacturer pump was explanted, and a non manufacturer pump was implanted. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Conflicting information was reported by the company representative on (B)(6) 2017. It was reported that the pump was explanted on (B)(6) 2017.

Manufacturer narrative:
Analysis of the pump found that there was a low battery reset with an undetermined cause. Analysis also found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on (B)(6) 2017 reported the patient was the initial reporter. The cause of the low battery reset and pump in safe stated was unknown. It was told it was one of those that was part of the recent field action. It was noted that the pump was being explanted today ((B)(6) 2017). The patient's weight at time of event was unknown. It was unknown if the pump was going to be sent back for analysis. It was noted that the pump was being replaced with a competitor's pump. No further complications were reported/anticipated.